Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that the device only powers using alternating current power but does not when using direct current. No patient injury was reported.

Manufacturer narrative:
H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing upon receipt. Contamination and rust was detected on the battery contacts and inside of the battery compartment. No error code was found in the ehl (event history log). The customer reported issue was duplicated during the investigation as contamination and rust was found on the battery contacts which caused the issue. Root cause of the reported issue is customer induced. Replace the battery compartment and door. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously., corrected data: d4: correction: model number: 2120